Event description:
It was reported that the patient experienced sedation following a pocket revision (reference MFR report# 3004209178200900937). The pump was decreased from 900 mcg/day to 192 mcg/day. The patient did fine through the night and was doing better the next day. Then the patient experienced two seizures. The patient was admitted to the hospital. A programming error was confirmed. It was reported that both the priming bolus was calculated for both the pump tubing and the catheter when the pump tubing had drug in it. The patient received an 800 mcg bolus post-surgery. Throughout the event the pump contained compounded baclofen 4000 mcg/ml. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.